Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 700 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they felt shortness of breath, were vomiting and they were taken to the emergency room. Customer was treated with insulin drip at the hospital and was wearing the device when admitted. Customer advised there was an air bubble in the tubing. Customer's husband was advised to have customer call back to further troubleshoot when they feel better.